Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: patient had a fall back in 2016 and has now had a replacement ins as she had trouble all along, but couldn't get in. Five months after ins she started leaking urine. Patient states would get up at night and the urine would run down the legs. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient called the doctor's office several times and went to see the doctor. Patient is turning up the device higher to help the issue. The steps taken to resolve the loss/change in thearpy (still wearing a pad, running down the leg) after a fall was the patient changed to another program. The cause of the loss/change in thearpy (still wearing a pad, running down the leg) after a fall was not really determined. The incident occurred two months after the device was put in that the patient fell. The loss/change in thearpy (still wearing a pad, running down the leg) after a fall has not really been resolved. The patient is still having the same issues and has another appointment in (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Date of event was reported as "first couple of months" and "shortly after got device" (2016).

Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the implantable neurostimulator (ins) worked great for the patient when they first got the device and thought they had it up to 4.45 volts. It was noted that the patient fell a couple of months after the ins was implanted and was told by their doctor that it wasn¿t a problem because they fell on the opposite side where the device was implanted. The patient reported that they experienced a loss/change in therapy as they still had to wear a pad. Sometimes they did not make it from the bed to the bathroom was running down their leg. The patient did feel the stimulation but the therapy was not on. The patient was program 1 at 4.10 volts and they were directed to turn the stimulation down to 1.0 volts before turning it back on. The stimulation was turned back on and went to the program at 3.75 volts but did not resolve the issue. The patient stated that their healthcare professional (hcp) had not instructed them to keep a voiding diary. The patient was directed to contact their hcp if the problem did not resolve in 2-3 days. It was mentioned by the patient that their doctor did give them a pill for their bladder as it was causing them ¿to be bound up¿ (symptom location was the bowel) and had to use laxatives every day. They had an appointment scheduled with their doctor in april. Additional information received from the patient¿s family member on (B)(6) 2017 reported that the patient¿s symptoms of ¿urination running down leg¿ had continued. The patient was still on 3.75 from the last report but it was decided to increase it to 4.0 and was left there. It was noted that ¿rfc¿ was to change programming. There were no further complications reported or anticipated.